Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/18/2019.

Event description:
The customer reported a ventilator with a touch screen calibration issue. This event was resolved in-house by the customer's biomedical engineer. There was no on-site evaluation by the manufacturer. There was no patient involvement or harm. The customer's biomedical engineer reported that the replacement of the touch screen assembly resolved this reported event.